Manufacturer narrative:
The lens was not returned for evaluation. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Based on the limited information received a definitive root cause could not be determined. It is to be noted that patient pre-existing ocular and medical history could cause or contribute to lens opacification. Additional procedures, such as dsaek, are pro-inflammatory and a contributing factor to opacification of hydrophilic acrylic iols.

Event description:
It was reported that a patient had a desk procedure and reported "creamy like deposits" developed on the lens. The doctor tried to yag the deposits off but was not successful. The doctor planned to explant the lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.